Event description:
It was reported that during a hip replacement surgery on an unknown date, surgeon had difficulty locking the liner into the shell. Surgeon elected to continue with these implants. No patient injury was reported, but a delay in surgery of greater than 30 minutes was reported to have occurred.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned, items remain implanted. Current information is insufficient to permit a conclusion as to the cause of the event.